Event description:
It was reported that the pt was in the hosp and in extreme pain. The physician had informed the reporter that the "battery was dead". The pt was depressed. Additional info has been requested from the healthcare professional, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).